Manufacturer narrative:
(B)(4): the reported description notes that transfer of the bedside monitor's alarm to the central station did not occur. No patient harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that transfer of the bedside monitor's alarm to the central station did not occur. No patient harm was reported.